Event description:
The patient experienced erosion of the pump pocket with eschcar 3 cm by 2.5 cm in middle of pump pocket. Erythemic and indurated for a 1cm margin around the wound. A wick was inserted by ER last night hanging out of middle of wound. There was no diagnostic or troubleshooting performed. It was planned to explant the system the day of the report. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver prialt although therapy was turned down in anticipation of possible explant. On (B)(6) 2014 it was noted the surgery occurred but the pump was not explanted. The erosion was external from laying on it too much. The erosion did not penetrate the capsule. It was cleansed and the abscess packed, with home health wound management.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).